Manufacturer narrative:
Device evaluation: the customer reported problem of ¿scuffed lens¿ was confirmed through visual inspection. Further investigation found the downstream occlusion (dso) seal was lifting. Replaced the liquid crystal display (lcd) and dso seal. The device passed all functional tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating, ¿there was scuffed lens¿; during device evaluation it was found the downstream occlusion (dso) seal was lifting. The event occurred during testing. There was no patient involvement.